Event description:
Complainant alleged that the medics were treating a patient who was presenting an asystole heart rhythm. The medics performed CPR on the pt and the heart rhythm was converted to a ventricular fibrillation rhythm. With the device in AED mode, the medics pressed the analyze button on the unit that was being used with medtronics r2 brand electrodes. The device began to charge to 360 joules. The medics reported that the device dumped the energy as the pt did not jump and it did not appear that the energy was delivered to the pt. The medics pressed the analyze button on the device a second time, but again the device charged to 360 joules and appeared to dump the energy. The medics then obtained another device to treat the pt. The pt subsequently expired.